Event description:
Customer reportedly received results of hi (greater than 600 mg/dl) and 130 mg/dl within 10 minutes on the aviva system. Test strip was not filled completely when the result of hi was obtained. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.